Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 12/02/2020, belt 07/07/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 12:06:18 on (B)(6) 2021. The patient was in sinus rhythm at 70 bpm at 12:36:13. The patient's rhythm transitioned to vt with motion artifact at 15:48:10. The patient's rhythm degraded to vf with varying amplitude 12 seconds later at 15:48:22. Motion artifact and the rhythm degrading to vf prevented the lifevest from detecting the vt arrhythmia. The patient was in vf with varying amplitude until 15:52:57, when the patient's rhythm transitioned to an idioventricular rhythm at 10 bpm. The fundamental frequency of the vf arrhythmia was less than 2.5 hz (150 bpm), below the physician-prescribed detection threshold of 200 bpm, which prevented the lifevest from detecting the vf arrhythmia. The patient was in an idioventricular rhythm at 10 bpm, which degraded to vf with a fundamental frequency below 2.5 hz (150 bpm) at 15:53:22. The patient's rhythm then converted to an idioventricular rhythm at 30 bpm before degrading to asystole. The patient was in asystole with rare cardiac activity from approximately 15:53:44 until 16:43:56, when CPR/motion artifact began. The patient was in asystole with CPR/motion artifact until the electrode belt disconnection at 17:13:49. It was not reported who disconnected the electrode belt.